Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shocks due to noise/ oversensing were seen when it coms to this subcutaneous implantable cardioverter defibrillator (s-ICD). When the s-ICD was checked, noise was reproduced in the secondary and alternate vector when the patient was moving their arm and manipulation and manoeuvres were performed. No oversensing was noted. An x-ray showed that the distal tip of the electrode was tunneled laterally and the likely cause of this noise was right pectoral myopotentials however the consultant did not wish to perform a lead revision if this could be avoided. The field representative wanted to know if the patient can still be evaluated in the primary vector and to make sure if further testing was needed the primary vector would be ok to evaluate the patient in. Boston scientific technical services (ts) discussed the performing testing in the primary vector would be a good idea to assure that this vector can be kept for this patient. No adverse patient effects were reported. Further review by boston scientific technical services (ts) and engineering noted both the primary and secondary vector looked reasonable for the data provided. It was noted that if noise was able to be reproduced in the secondary vector, the primary vector might be preferred to avoid superior sense mode. Additional information noted that this patient was reprogrammed to the primary sensing vector. Exercise test was performed by the patient to confirm the robustness of sensing which was satisfactory throughout. No further actions were taken.